Manufacturer narrative:
No device returned for evaluation due to device is still implanted in patient. Device is still implanted in patient.

Event description:
Dr. (B)(6) had a patient come in for a follow up appointment on an unspecified date. Dr. (B)(6) is alleging that he noticed during postoperative imaging taken at unspecified time that screws were backing out. Stated to sales rep that patient was coming in for revision, but no reoperation has occurred or has been scheduled at this time. There were no part numbers, or lot numbers, nor size of the implant given. No details were given about the nature of the original procedure. No parts will be returned as all are still implanted.